Event description:
During a routine check of the iabp, the customer observed that the batteries failed in ten minutes. The company representative observed that the iabp shutdown prematurely. No patient was involved.

Manufacturer narrative:
The company representative installed new batteries (p/n 0146-00-0039) in battery assembly. The iabp was returned to the customer. Batteries were sent to sustaining engineering for testing. The following results are reported: the batteries were initially installed into a cs300 pump (without being recharged). The pump was then run on battery at 120bpm. Minimum runtime is 2 hr 15 minutes. The runtime observed was 2 hr and 10 minutes. Then the required 18 hr charge with batteries installed in the cs300 was performed. The pump was then run on battery at 120bpm. Minimum runtime is 2 hr 15 minutes. The runtime observed was 2 hr 40 minutes. The failure mode could not be duplicated by sustaining engineering. Batteries performed to specification when fully charged. (B)(4).